Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer. The customer was advised to perform ground isolation testing and replace the graphic user interface (gui) cable. Covidien, now medtronic was not authorized to service the ventilator.

Event description:
Customer reported that, during patient use, an 840 ventilator had loss of communication errors. The customer did not provide information on patient outcome.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.